Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, this lead was implanted using a subclavian puncture and 9f introducer. A stable apical position in the right ventricle was found. Measurements obtained with the pacing system analyzer revealed this lead did not capture appropriately. In addition, impedance measurements were high out of range. Fluoroscopy confirmed the helix was extended. An attempt to reposition this lead to a more optimal position was performed, however, similar out of range impedance measurements were obtained. A decision was made to replace this lead; the lead was removed, replaced and returned for analysis. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.